Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable pump won't run alarm. The alarm silenced and settings reviewed. The pump was turned off, tubing clamped and cassette removed. Air bubbles were noted. Tubing was massaged while green tab depressed and cassette tapped on hard surface. The cassette was reattached, pump turned on but the alarm returned. Repeated above troubleshooting steps once more. Tubing unclamped, pump restarted and display read run. There was no patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updates are not required. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.